Event description:
It was reported that during a prophylactic removal of the right ventricular (rv) lead, it was noted upon visual inspection that there appeared to be an insulation break. The rv lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The overlay tubing of the lead was extrinsically breached due to melting and a tear. The analyst noted that there was one in-vivo and various extrinsic (explant damage) insulation breaches observed on the overlay tubing during analysis. A breach to the overlay tubing is not considered a lead failure.